Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that four days ago they started getting a lot of pain and thought the electrode had moved. Their managing physician did not think it was possible but ordered an x-ray but has not reviewed the results yet. The patient reported they are seeing other medical professionals to see if it is something else causing the pain, but there is something poking them that was not poking them before. The agent asked the patient where they were feeling the pain, and the patient stated it was to the left of their spinal cord, and they could feel it kind of on the left side of their sagittal center of their body. The patient went and had a pelvic appointment today to check if they might have something wrong internally, and the healthcare provider could feel something very firm on the outside of the vaginal wall about 4-5 inches away. Reviewed general expectations regarding the anatomical location of the interstim system and possible risks of migration. It was recommended that the patient discuss x-ray results with the managing physician. The patient had turned the stimulation down and was going to try turning it up again today but had encountered a "device not responding" message. Determined this occurred because the patient did not have the communicator over the ins. Ps instructed the patient to do so, and this resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33qjk. Implanted: (B)(6) 2025: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.